Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room experiencing syncope. The patient was intubated, and a temporary pacer was inserted on (B)(6) 2019. Upon interrogation of the pulse generator, there was no communication between the device and programmer and atrial undersensing was noted. End of life was suspected. Intermittent loss of capture was noted on both right atrial and ventricular leads. The right atrial lead also exhibited capture anomaly and impedance anomaly. The right ventricular lead exhibited high pacing threshold. The device was explanted, and the leads were capped on (B)(6) 2019. The system was replaced. Related manufacturer reference number: 2017865-2019-17521, 2017865-2019-17522.

Event description:
New information noted that the patient's condition post procedure was poor.